Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the user facility report was confirmed. It was found that the image was degrading due to a fault patient board set on the device. Additionally, a software upgrade was performed and the unit was equipped with a new switch, housing and video connector due to normal wear. The device was serviced and returned to the user facility.

Event description:
The user facility reported the device is having image or light source issues. It was reported that this was discovered during preparation for use so there was no patient involvement associated to this report. No additional information was provided.